Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4518 lead, implanted: (B)(6)2005; 694965 lead, implanted: (B)(6) 2004; 5024m-58 lead, implanted: (B)(6)1996. (B)(4)

Event description:
It was reported that the device had a short battery life due to low right atrial (ra) lead impedances as well as low impedances and high thresholds on the competitor left ventricular (lv) lead. The device was explanted and replaced. Since the patient was not a candidate for lead extraction and replacement, the ra lead remains in use. No patient complications have been reported as a result of this event.